Event description:
Same case as MFR report #: 2134265-2010-02846. It was reported that during a percutaneous coronary rotational atherectomy interventional procedure, a perforation occurred. The severely calcified, totally occluded de novo lesion was located in the proximal left anterior descending artery (lad). Following advancement of the rotawire, it was reported that the rotablator 1.25mm burr was used "to cross the lesion easily". However, a perforation was noted that led to an arteriovenous fistula in the posterior vein in the proximal area. Two unspecified bare metal stents were implanted, with post dilation for three minutes. The fistula was "still apparent". No further patient complications were reported and patient status was reported as "stable" and was discharged to home.

Manufacturer narrative:
Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4)

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the vessel was severely tortuous and they were working in a 90 degree angle. Five ablation runs were completed with a speed of 180,000 rpms. The perforation occurred as the burr went through the lesion, although the burr did not pop through the lesion. There was no difficulty removing the burr or wire, and no damage noted to either device upon removal. The patient has not had any adverse symptoms due to the perforation. There was a persisting av fistula at the three month followup. In the opinion of the surgeon, he "thinks there was no malfunction of the rotablation device - it occurred coincidentally in case of a very close contact of the coronary vein to the calcified lesion".